Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079955. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted devices were not returned.